Event description:
It was reported that this pacemaker oversensed noisy signals and triggered two red alerts due to low out-of-range pacing impedance measurements on the right ventricular (rv) channel, which activated the lead safety switch (lss) on both occasions. Technical services (ts) noted that while impedance measurements remained within normal limits in unipolar settings, the measurements are lower in bipolar settings. Ts recommended an in-clinic visit for further lead evaluation. No adverse patient effects were reported. This pacemaker remains in service.